Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a stent migration occurred. The target lesion was a bifurcated lesion located in the left main coronary artery (lmca) with 60% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilatation and an attempt to implant a 3.5 x 8 mm taxus element stent which was unsuccessful. While attempting to implant the stent, it "impacted badley on the lmca and has migrated into the aorta". A 3.5 x 12 mm taxus element stent was successfully implanted in the lesion and following post-dilatation, residual stenosis was 0%. There was no patient injury associated with this event. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician has stated, "that the first stent was too small so it migrated but they managed to retrieve it out of the patient".